Manufacturer narrative:
Updated data: b4,e1(email),g3,g6,h2,h10,h11corrected data: b5, e1(name) e2, h6 (clinical & impact)

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit fiber optic port is broken and the top screen is inoperable. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit fiber optic port is broken and the top screen is inoperable.

Manufacturer narrative:
Corrected fields: b5, h6 (impact codes). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced fiber optic sensor extension, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation to the failure analysis and testing (fat) with the reported issue. The failure analysis and testing dept. Performed a visual inspection and observed that the connector port was broken. The final investigation has been completed by failure analysis and testing department. The fiber optic sensor extension was retained in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit fiber optic port is broken and the top screen is inoperable. There was no patient involved and no harm reported.